Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella support was transferred to another facility and when the automated impella controller (aic) was returned to the first facility the aic bracket was broken. The aic damage was after it was removed from the patient.

Manufacturer narrative:
The investigation for the console (aic) damage has been completed. Console logs from the device did not contain information relevant to the damage, but ambient pressure variations observed in data log for pump were consistent with console transport. The console was returned for evaluation. Upon visual inspection, damage to the aic support bracket was confirmed. Results of visual inspection of the bracket suggested inferior quality of the welds. The most likely root cause was due to a manufacturing defect. No other mechanical damage was observed, and console appeared to be fully operational. Added- d9 device return date.